Event description:
A total of 5 cx stents were placed (4 overlapping from proximal through mid cx and 1 in om3). Angiographic result was satisfactory but there was significant resistance in the attempt to remove the coronary wire which sheared off with a portion of the coronary wire being retained from the om3 into the proximal aorta. Multiple attempts to snare and remove the wire were ultimately unsuccessful. FDA safety report ID # (B)(4).